Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an infection occurred. The implantable pulse generator system was explanted and replaced. The patient was enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.